Event description:
It was reported that there was concerns this cardiac resynchronization therapy defibrillator (crt-d) system delivered inappropriate anti-tachycardia pacing (atp) due to oversensing of the atrial signal on the right ventricular (rv) lead. Technical services (ts) noted that programming options were limited and suggested reviewing the position of the lead. Device sensitivity was subsequently adjusted. This device remains in service. No additional adverse patient effects were reported.